Event description:
It was reported by service report that the fowler gas cylinder leaking and the fowler cannot be raised. It is unk if there was pt involvement or if there are adverse consequences to report.